Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint des was implanted in the lad, one non-medtronic stent was implanted in the lad and another non mdt stent was implanted in the rca. Approximately 30 months post index procedure, patient suffered from arrhythmia and died two days after the event. The patient died a cardiac death. Investigator assessed that the event was not related to index device or anti-platelet medication.